Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported neurological issues could not be conclusively determined through this investigation. The patient was discharged homed and remains ongoing on heartmate 3 lvas, serial number (B)(6). No further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists adverse events, including neurological events (not stroke related), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists neurologic dysfunction as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that a computed tomography (CT) scan was performed and ruled out stroke. The CT captured no definite acute intracranial process. Chronic infarcts were also identified. There were no changes to patient condition or anticoagulation status that may have contributed to the event. The patient symptoms had resolved prior to discharge and the event was not thought to be device related. The onset of the chronic infarcts was prior to left ventricular assist device (lvad) implant, the patient had a CT scan of their head during lvad work up on (B)(6) 2021 that stated, "there is a focus of encephalomalacia in the righty perisylvian fissure region, compatible with an old infarct".

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient was admitted (B)(6) 2024 with concerns of cerebrovascular accident. The patient had stroke-like symptoms as they were driving per their wife who was also in the car. The patient had jerking movements along with left facial droop per emergency medical services and wife. Electroencephalogram was negative. The patient was started on keppra (levetiracetam) per neurology. The patient was deemed stable for discharge (B)(6) 2024.